Manufacturer narrative:
Additional narrative: device history records review was completed for part # 398.65, lot # 9112. Manufacturing location: (B)(4), manufacturing date: oct 09, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed for part # 398.65, lot # 9112. A visual inspection, functional test, and drawing review were performed as part of this investigation. The device was returned and reported that a piece had broken off. This condition is confirmed; the segment of the leaf spring between the set screw and toothed locking mechanism is entirely missing. The toothed locking mechanism is loosely held and will no longer lock the forceps. The balance of the returned device is in otherwise fairly good condition though the handles are somewhat tight. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non conformance reports were generated during production of this device. The 398.65 forceps for screw removal is an instrument routinely used in the screw removal set as per the reviewed technique guide. Appropriate drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 10/2015 and is over a year old. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Date of event is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of forceps for broken screw removal was noted to have a piece of the device broken off. The device was reportedly found broken in the sterile processing department on (B)(6) 2016. The reporter was made aware of the device breakage on (B)(6) 2016. No patient involvement. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.